Event description:
It was observed during the device evaluation the rigid video laparoscope exhibited that the outer tube is deformed, and the charged coupled device (r-unit) is broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: -" the outer tube is deformed and therefore the parts are not dis-/reassemble ". -" the r-unit is broken and therefor the insertion pipe does not rotate smoothly ". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.